Manufacturer narrative:
H3: device evaluation: lens was returned with moisture in a microcentrifuge vial. Visual inspection found an optic and haptic broken lens. Dimensional and functional inspection found lens to be manufactured within specifications. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to replace the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. (B)(4)

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and refractive surprise. The lens was replaced, and this resolved the problem. Cause of the event was the unknown. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category.